Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet became unresponsive after a firmware update attempt, with the touchscreen not responding despite charging, mobile restart, app reinstallation, and re-pairing; the issue was characterized as an unresponsive key/button affecting the touchscreen, and the patient used multiple daily injections while awaiting resolution. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user and caregiver. Investigation of this case revealed a software problem associated with an unresponsive input function involving the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.